Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that since (B)(6) 2013 she¿s been experiencing a skin irritation at the insertion site. Patient has inserted her sensor close to a tattoo. Cgm user¿s guide clearly cautions to avoid inserting the sensor in areas of skin with tattoos. Patient said that after sensor removal she experienced bleeding, oozing and blistering. Patient sought medical intervention on (B)(6) 2013 and was prescribed a treatment. At the time of her call to dexcom technical support, patient reported that insertion site was starting to heal but seemed to be leaving a scar.